Manufacturer narrative:
The first coil, a presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/g11131) could not be detached; therefore it was withdrawn from the patient with no adverse event. The coil was positioned smoothly in the mid artery aneurysm and the shape was good. After connecting with the cable, the coil could not be detached after several attempts. It was reported that there is no further information available; it is not known whether the pre-use deployment check was done, vessel characteristics, device manipulation, resistance, what detachment control box (dcb) and connecting cable were used or whether they were used with subsequent coils, whether any fault lights were seen, or if connections were secure and fit. (B)(4). Based on the lack of information regarding whether the same dcb and connecting cable were used successfully for subsequent coil detachment and without the return for analysis, no conclusion can be made regarding possible impact on the failure of the coil to detach. However, based on the analysis of the returned coil system, it appears that the event was related to damages found on the coil system. The lot numbers of the dcb and connecting cable are not known; therefore, no corrective actions will be taken. (B)(4). The coil was returned undamaged. The coil¿s socket ring was found to have been pushed down inside the outer sheath and against the resistive heating coil. This caused a loss of concentricity between the distal tip of the device positioning unit (dpu) and the proximal end of the coil. The detachment fiber did not receive heat and melt. The dpu failed electrical testing. The most likely contributing factor to the coils non-detachment inside the aneurysm may have been due to a fracture of the solder joint connection at the resistive heating coil section. The circumstances that caused coil¿s socket ring to be pushed down and against the resistive heating coil cannot be determined as all coils are inspected one hundred percent prior to final packaging. It is not known if the pre-deployment electrical check was performed prior to patient use as outlined in the instructions for use as follows: ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding...¿ in addition, without the return of the complete detachment system and the echelon 14 microcatheter used in the procedure, it cannot be determined if these components had any contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure of the coil to detach was confirmed. With analysis it was due to damage found to the solder joint at the resistive heating coil section. It is not known if the pre-deployment electrical check was performed as outlined in the IFU, prior to introduction of the system into the delivery catheter. 100% of the devices undergo electrical check prior to final packaging. It is possible that device handling, manipulation or interaction with the delivery catheter may have contributed to the event; however, based on the lack of information, no conclusion can be made. With review of the device history records there is no indication of any manufacturing issues impacting the event; therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: 6f gc (details unknown); echelon 14 mc (details unknown); cable (details unknown); detachment control box (details unknown); new coil (details unknown).

Event description:
The patient had mid artery aneurysm. The access target is femoral artery. 6f gc (details unknown) was put in place, then echelon 14 mc (details unknown) was put into target lesion. The surgeon positioned the 1st coil presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/g11131) smoothly and the shape was also good. However, the coil could not detach after connecting with the cable (details unknown). The surgeon tried several times but still failed. The coil was withdrawn and the surgeon changed to other coils (details unknown) to complete. No adverse event on the patient.